Event description:
The customer reported having high blood glucose of 250mg/dl. Troubleshooting was performed. The caller mentioned that the insulin pump alarmed an error during the manual prime. The customer also mentioned that the motor pushed out the back panel of the insulin pump and there is damage also. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with prime alarm due to cracked end cap.